Event description:
Customer reported false positive flu b on flu+sars test. No confirmatory testing completed for flu but upon repeat the test was negative for flu b. The customer communicated the result was confirmed positive by molecular (pcr testing) for sars. Customer stated patient presented sore throat as the sole symptom.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A review of complain history did not identify any adverse trends. Root cause: could not duplicate with retains. Source: phone.